Event description:
It was reported to philips that the system gave an alert that stand movements were unavailable, impacting c-arm movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the procedure was completed by using another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movements were not available. Upon functional testing, the fse checked the logfile and confirmed the drive failure. As required per the alarm condition in the log file, the fse replaced the c-arc amc servo drive, but the issue persisted. Upon further troubleshooting the fse swapped the 2spc drive to the 1spc position and 1spc to the 2spc position and downloaded device software, performed a cold restart but issue persisted. The fse found that the there was no power to either amc after disconnection of motor loads. The fse suspected that the interconnection board (spz) was defective which was causing a loss in required signal for the geometry motors and or signals. The fse replaced the interconnection board (spz) but issue still persisted. After multiple attempts of troubleshooting the fse checked the logfile again and found issue with the c-arc motor. To resolve the reported issue, the fse replaced the c-arc motor and then performed all necessary calibrations. After replacements and necessary calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.